Manufacturer narrative:
The device was received at zoll medical corporation. The customer's report was duplicated and attributed to the analog board. The analog board was replaced to resolve the report. The device as recertified and returned to the customer. Analysis of the reports ofthis type has not identified an increase in trend.

Event description:
Ncomplainant alleged that during a routine shift check by a clinician, the device displayed an "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.